Event description:
The manufacturer received information alleging a ventilator started to alarm "check circuit" when an artificial nose was attached to the circuit. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain mechanical ventilator devices. The manufacturer previously received information alleging contamination related to a triology ventilator device. There was no report of patient harm or injury. Product investigation lab (pil) able to confirm the trilogy active exhalation control module failing at the service center. The component was installed on a standard test bed (stb). The component however failed the active exhalation control module functional testing due to the proportional valve is not fully closing. Pil visually inspected the trilogy active exhalation control module for obvious defects and found none. The component failed the active exhalation control module functional testing due to the proportional valve is not fully closing. Pil has duplicated and confirmed the failure of the active exhalation control module as seen at the service center. The root cause of the proportional valve is possibly contamination. Pil can confirm the failure of the proportional valve inside of the active exhalation control module. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer had previously reported an allegation that a ventilator was alarming for "check circuit". The device was returned to the manufacturer for evaluation and the customer's complaint could not be duplicated. The device was found to operate and alarm as designed.